Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen (shaft). The tip, balloon, inner shaft, outer shaft and hypotube were microscopically and tactile inspected. Inspection revealed a burst in the balloon material, 7mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 16dec2016. It was reported that crossing difficulties were encountered. The 84% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 8mm x 3.00mm nc quantum apex¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon torn longitudinally.